Event description:
A patient called lfs in 2002 alleging that the patient's one touch ultra meter had been giving the patient an error1 message, which resulted in the patient going to the ER to be treated. Customer is on a sliding scale and had to go to ER to test the patient's blood so patient can inject the correct amount of insulin. Meter was reading an "error 1" and customer was having symptoms of being tired, thirsty, and agitated. Patient went to the ER and they tested the patient and treated the patient with insulin.